Event description:
Lasik procedure at christenbury eye ctr. Vision correction for under three yrs; ongoing side effects of blurred vision requires contact lenses / hard lenses, reduced night vision affects ability to commute from work location.